Event description:
Reporter is concerned with the new drug eluting stent from boston scientific aka taxus. In rptr's hosp they experienced at least 3 occasions when the balloon would not deflate properly. This caused the physician to "manipulate the catheter" or the inflation device up and down multiple times to have the balloon deflate. The pts were not adversely effected but it is concerning. These have been reported by an md. Additionally there has been an unexpected distal dissection with the deployment of the taxus in an rca similar to several that they had experienced with the express bare metal stent. Dr has stated there was definitely an issue with the deflation and separation of the balloon from the stent. They have reported to the FDA as well as boston scientific. Another md has reported an acute thrombus and acute closure of a taxus stent this week that was placed at their hosp. Another hosp has had two pts with severe outcomes because of dissection and the non deflation of the balloon. Rptr was told one required CABG and the another required additional stenting into the left main coronary artery. They have reported locally that perhaps as many as 1 in 15 of the taxus stents have difficulty deflating the balloon. It is all very concerning, rptr has read reports from around the country and believes there is a significant issue with the delivery system.